Event description:
The customer reported that the insulin pump had a frozen display and the time clock was not advancing. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the battery was removed for five minutes and reinserted, but the anomaly continued. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.